Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their enlite sensor were damaged. The customer's blood glucose was unknown at the time of incident. Customer states inserted sensor the transmitter did not blink when the removed sensor, customer found the electrode was missing. This occurred on two sensors. The sensors will not be returned for analysis.